Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 500 mg/dl and treated with manual injection. Customer reported of bumping site causing cannula to bend; customer changed site. Customer declined to speak with helpline and states that she will contact healthcare professional.